Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, visual inspection showed a deformed helix, and noted the helix was extended and dried blood/tissue was present around the helix housing and tip region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The 2460 (1494): user used incorrect product for intended use allegation (30+ turns to deploy helix) could not be confirmed by lab analysis; however, was assigned a cause code based on the field report (cause traced to intentional off-label, unapproved, or contraindicated use).

Event description:
It was reported that during the procedure, there was difficulty extending the helix of the right atrial (ra) lead. The physician attempted to reposition the lead. After three attempts to place the lead, and after several rotations were performed to extend the helix, it could not be extended. A new lead was placed to complete the procedure. No adverse effects to the patient were reported.